Event description:
"This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Tip of cannula partly broke and dropped off during the procedure. The actual defect unit was returned to olympus and visually inspected: confirmed the tip of cannula had partly missing crack on the cannula. There were scratches on the inside edge of the tip. Please analyze this complaint phenomenon and review the device history record. (B)(4)." Patient status: no patient injury

Manufacturer narrative:
This incident has been reported twice and should be cancelled. Please reference MDR# 2027111-2015-00266 for final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.